Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tube, the device experienced hemolysis (e.g. Blood sample). This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: after blood collection, the tube occurred hemolysis issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis was not observed. The 62 retentions were inspected with no issues being identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. A single customer tube was returned that exhibited a clumped appearance of the anticoagulant versus the powder-like consistency of the retain samples. This batch (0316379) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive that can lead to hemolysis, making it more imperative the tubes are mixed properly to avoid hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis on the photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tube, the device experienced hemolysis (e.g. Blood sample). This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: after blood collection, the tube occurred hemolysis issue.